Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that a patient presented in clinic with exit block on their left ventricular lead discovered after seeing rising lead capture thresholds. The physician explanted and replaced the lead with an epicardial lead. The patient was in stable condition.